Event description:
Patient reported "on the left side, evidence of a pronounced at least intracapsular implant rupture, in which the region of the medial quadrant junction also reveals a crack in the implant shell¿, ¿in the upper inner quadrant of the left breast, two approximately 8 mm large subcutaneous siliconomas¿, ¿additionally numerous up to 1.8 cm sized siliconomes left axillary with extension of the findings at the pulmonary upper field dorsal of the pectoralis muscles to paramediastinal¿, and¿ several enlarged lymph nodes up to 1.8 x 1.1 cm in size¿.

Manufacturer narrative:
Additional, changed, and/or corrected data. The reported events granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Device has been explanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed unidentified (tear) opening (shell thickness within specification). Granuloma: unable to observe as it is not related to the device. Silicone migration: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: a4, d6a, d9, h3, h6.

Event description:
Patient reported left side rupture. Patient reported "on the left side, evidence of a pronounced at least intracapsular implant rupture, in which the region of the medial quadrant junction also reveals a crack in the implant shell¿, ¿in the upper inner quadrant of the left breast, two approximately 8 mm large subcutaneous siliconomas¿, ¿additionally numerous up to 1.8 cm sized siliconomes left axillary with extension of the findings at the pulmonary upper field dorsal of the pectoralis muscles to paramediastinal¿, and¿ several enlarged lymph nodes up to 1.8 x 1.1 cm in size¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This relates to the left side. Device remains implanted.